Manufacturer narrative:
Internal report reference number: (B)(4). B1: product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were not returned to manufacturer. Root cause: rc-074: manufacturing processing error. Note: manufacturer contacted customer in a follow-up call on 30-apr-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated as his insurance would not cover the true metrix products, he had obtained a different brand meter. Customer stated he had discarded the true result meter and truetest test strips.

Event description:
Consumer called for upgrade to true metrix product line as they have discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is (B)(6) 2018 and test strips are part of recall. Customer did not allege a product defect. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer was offered to be upgraded to true metrix product line; customer had called back on the same day with request to cancel upgrade as his supplier had informed him his insurance will not cover the true metrix products.